Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their atrial fibrillation (af) "really kicked in" and "knocked the pacemaker off line." The implantable pulse generator (ipg) was reset and remains in use. No patient complications have been reported as a result of this event.